Event description:
The customer tested her blood glucose using 2 contour usb meters and received readings of 59 and 120mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Only the meter information was provided. The test strips are to be returned for evaluation. New meter and test strips were sent to the customer.